Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Section: warnings, cautions & precautions: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Event description:
The user facility reported that prior to the impella 5.5 being inserted, the patient went into continuous ventricular tachycardia (vt). After the impella 5.5 was placed this episode continued. Multiple shocks, amiodarone boluses/drips, lidocaine drip and electrolytes replacements were given. This lasted for approximately 30-45 minutes. Paddles were used which were ineffective. New pads were placed in which a nice shock was delivered converting the patient to sinus rhythm. The patient continued with vt during impella 5.5 support. It was further reported that the patient had extensive hemorrhagic stroke with midline shift and expired. There is not enough information to exclude the impella used as an associated factor to the event outcome.